Event description:
Per the audiologist, the patient reported noise when using his cochlear implant system. Results of an integrity test done in 2007 were consistent with normal receiver/stimulator function with multiple open circuit. Electrodes. The device was explanted on ninteen days later, and the patient was reimplanted with a new device during the same surgery.